Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9811 apollorf mp90, aspirating ablator distal tip began to melt the plastic join and the metal plate becomes loose. This was discovered during a procedure. Additional information received on 1/17/2023: this was discovered during a shoulder arthroplasty procedure on (B)(6) 2023. While the ablator was inside the patient and in constant use, for about 5-10 minutes, the tip began melting and metal part became loose. The ablator did not create any smoke. Patient nor staff came in direct contact with the ablator and there is no patient harm reported. Case was completed by using another ar-9811 apollorf mp90, aspirating ablator.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to a user error by prying/levering the device against hard bone or other instrumentation during use.